Manufacturer narrative:
H11 manufacturer narrative secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting. In addition, the surgeon found an iris cyst behind the iris. The lens was explanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found the optic torn, haptic torn/bent. Dimensional inspection found the lens to be within specifications. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim # (B)(4).